Event description:
It was reported that the colonovideoscope exhibited incompatible scope error e315. The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: bending rubber had adhesive residue. A root cause could not be identified. Based on the results of the investigation, water ingress into the device caused a temporary circuit malfunction, which resulted in incompatible scope error e315. The most probable cause for the malfunction was traced to component failure. The most probable cause for the foreign material could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.